Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Produce event summary: the device was returned for analysis and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that prior to the implant procedure the implantable cardioverter defibrillator (ICD) exhibited longer than expected charge times. The device was not implanted. No patient complications have been reported as a result of this event.